Manufacturer narrative:
Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined.

Event description:
It was reported that, during reprocessing, the colonovideocope tested positive for > 1000 colony forming units (cfus) of staphylococcus species (kns) and 30 cfu of staphylococcus aureus on august 8th, 2024. The scope was retested on august 14, 2024 for 200 positive cfus of escherichia coli. The scope went for final testing on august 20th, 2024 for 24 cfus of staphylococcus species (kns), 4 cfu of bacillus species. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The event date was corrected from aug 27, 2024, to aug 8, 2024. This report is being supplemented to provide additional information based on the legal manufacture's review of the customer cleaning disinfection and sterilization (cds) processes (lm) and lms final investigation. Since the serial number of the device was unknown, the device history review could not be investigated. In addition, no information on the reprocessing procedure was obtained from the user. It is impossible to deny the possibility that the reprocessing was insufficient. The reported event was not confirmed as the scope was not microbiologically tested by olympus. Based on the results of the investigation, and since the device was not returned for evaluation, the relevance between the device and the detection of bacteria could not be established and a root cause could not be determined. The IFU warns against improper reprocessing of endoscopes and accessories, stating, ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿. Olympus will continue to monitor the field performance of this device.